Event description:
Edwards received information that this surgical aortic valve had a transcatheter valve implanted (valve-in-valve) due to stenosis and regurgitation. The surgical valve had an implant duration of fourteen (14) years, five (5) months. The transcatheter valve was implanted successfully and the patient was transferred to the pacu in stable condition.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.